Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture & bone loss. The implants fractured and flowered at the crest.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Therefore, visual evaluation could not be performed. The patient was reported to have high density (type I) bone . The reported device was located on tooth # 19 and was place for approximately five months. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to fracture & bone loss. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date. D4: unique identifier (UDI) number not available. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.